Event description:
A healthcare facility reported via our distributor that a 900mr805 heater wire adaptor was not functional and needed a replacement. No patient consequence was reported.

Manufacturer narrative:
The device is currently en route to the manufacturer for inspection. We will provide a follow up report with the results of our investigation.